Manufacturer narrative:
Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the heartware® system as outlined in the instructions for use (IFU). Driveline exit site management and this patient's previous driveline site infection may have contributed to this reported event. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had a driveline infection on (B)(6) 2015. It was stated that the patients drive line site remained non-healing with large opening with yellow slough, and drainage. On (B)(6) culture results were staph epidermis. He was started on levaquin 500 mg oral daily. On (B)(6) 2015 the patient was hospitalized and it was decided that a debridement (I &d) would be necessary of his drive line site. Patient developed a gi bleed, so the debridement did not occur until (B)(6). Patient received 500 mg IV levaquin with surgery. Cultures taken at the time of surgery were negative, however, subject was placed on levaquin 500 mg for 5 days precautionary. A wound vac was also placed over the surgical site. Patient was discharged and care of the driveline site varied over time, including cleaning with baby soap, using peroxide and sterile water, and using a central line kit, as per routine. In october, site was being dressed with aquacel when wife expressed concern that she though drainage had lessened, but smelled badly. Culture from (B)(6) grew out corynebacterium and staphylococcus hominis subspecies hominis. This culture was final on (B)(6). Subject's dog had bitten his hand on (B)(6) and he could not get it to stop bleeding, so he came to the ER for evaluation and was placed on doxycycline 100 mg oral daily x 5 day's prophylaxis. It was felt doxy would be appropriate for drive line as well. On (B)(6) , cleaning instructions changed to hibaclens and saline followed by saline rinse. On (B)(6), drive line looked much better. Culture taken on (B)(6) 2016 was negative and it was stated the driveline infection had resolved.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.